Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The diameter of the right femoral artery was 10 mm and the left was 11 mm. The patient was discharged five days post implant. It was reported that at the 1 month follow-up the patient had wound complications (lymphocele/lumph fistula). The investigator assessed the event as related to the procedure and not related to the device. The patient required hospitalization for five days and the lymphoceles were punctured on both sides and subsequently resolved on different dates. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).